Event description:
It was reported that the system 9800's c-arm had intermittent problems with vertical lift. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power supply ps3 was defective and was replaced. The system was tested and found to be working as intended and placed back into service.